Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a height adjuster broke off while removing a previously-implanted screw during surgery. The tip was not recovered from the patient.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned height adjuster was evaluated. The device tip has fractured. It is possible that the screw being removed had integrated with the bone which would require a higher than normal force to remove it which exceeded the mechanical capabilities of the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a height adjuster broke off while removing a previously-implanted screw during surgery. The tip was not recovered from the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a height adjuster broke off while removing a previously-implanted screw during surgery. The tip was not recovered from the patient.